Event description:
Breg received legal notice of filed lawsuit with use of pain care product. Pt had right shoulder surgeries on (B)(6) 2006 and alleges that breg pain pump was used. Pt now alleges glenhumeral chondrolysis.